Event description:
Device report 2 of 2: reference MFR report: 1627487-2011-09303. The pt received the scs system on (B)(6) 2011. It was reported the pt's ipg implant site was oozing, and the ipg was exposed through the skin. It was determined the pt had an infection at the ipg pocket site. The physician chose to explant the ipg and the extensions, leaving the leads in place. The pocket was washed, a new pocket was made and a new ipg and extensions were implanted. The pt was put on a course of antibiotics for treatment. The pt reported having effective stimulation following post-operative programming. Explanted ipg and extensions were returned to the MFR.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.